Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and was treated with oral antibiotics (date not reported). The implanted device remains.